Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of event is an approximation. On (B)(6) 2024 , it was reported that the patient was at a doctor¿s follow-up visit, he began feeling dizzy and was diaphoretic. The patient stated that the cgm device did not alert him to his hypoglycemic state. No cgm value was provided. Emergency medical services was called and the patient was treated with glucose ¿paste¿ and cheese. He was then transferred to the emergency room (ER). At the ER, the patient stated he had unspecified tests done. He was diagnosed with hypoglycemia, which may be related to dumping syndrome. No other event details could be recalled by the patient. It was not specified how long the patient was in the ER prior to discharge. The patient was ¿better¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.